Event description:
It was reported that the patient's neurostimulator was not working. It was removed. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.